Event description:
Per the surgeon's report, this patient hit her head on the inplanted side during an accident on the stairs. Integrity testing performed suggested several short circuit electrodes. Cochlear recommended explantation of the device and reimplantation with a new device. No scheduled surgery date has been reported.

Manufacturer narrative:
This type of event is addressed in the device labeling.